Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the jaws of the device peeled off during the surgery. Nothing fell into the patient's cavity. The procedure was completed with another device. The original part and the jaw's breakage were fitted to verify that there were no parts left in the patient's cavity. No patient harm.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw over mold was damaged and the seal plate was lifted from the device jaw. There was no missing piece on the damaged over mold or seal plate. The reported condition was confirmed. The investigation found the bottom jaw over mold was damaged and the bottom jaw seal plate was lifted from the jaw. The damage to the jaw's over mold and seal plate likely occurred during the extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instruction for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.